Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. History list: w2 (battery low) and e2 (battery empty) were found in history. The pump correctly triggered the w2 warning (1060mv) before e2 error (980mv). A shutdown of the insulin pump could not be reproduced in history. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported the infusion device does not give an e2 (battery depleted) error message or a w2 (battery low) error message. Patient stated the infusion device shuts down automatically. Patient reported experiencing elevated blood glucose levels sometimes of approximately 300 mg/dl. Patient's normal blood glucose level was not provided. Treatment received was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.